Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: after investigation, the patient was a 57-year-old female who underwent gynecological tumor resection in hospital on (B)(6) 2023 (the specific patient's diagnosis and surgical name were unknown). The surgeon used vcp774d for sewing during the surgery. After the completion of sewing, it was found that the needle tip was broken (the specific length of the broken end of the needle was unknown). The surgeon immediately performed intraoperative flushing to look for the needle tip. The hospital did not provide the subsequent treatment measures and whether the broken needle was found. The hospital reported that this event did not cause harm to the patient, and the patient has been discharged smoothly. No subsequent adverse events were reported.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The patient experienced intraoperative tissue bleeding and the doctor used suture to stop the bleeding. It was found that the needle tip was broken when retracted after use. Doctor search, rinse. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Do you have any photos available for visual analysis? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.